Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023 with chest pain, shortness of breath, dyspnea on exertion and worsening fatigue due to heart failure exacerbation. Log files were sent for review which noticed invalid controller clock alarms throughout the event history. The patient was discharged on (B)(6) 2023 with improved symptoms.

Manufacturer narrative:
The controller clock corrupt events will be covered and investigated under MFR # 2916596-2023-05778. Manufacturer's investigation conclusion: incidental findings: review of the system controller and lvad log files suggested that a pump reset event had occurred approximately one month after the controller clock initially reset. A specific cause for this pump reset could not be conclusively determined through this evaluation. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the pump operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists all adverse events which may be associated with the use of heartmate 3 lvas. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.